Manufacturer narrative:
No service call or examination of the system was performed, accordingly no conclusion can be drawn. This is one of 13 individual medwatch reports being submitted for this malfunction event as the customer reported 13 individual patient results were affected. Reference the below MDR numbers for all associated events: 20500121-2011-08319, 08320, 08321, 08322, 08323, 08324, 08325, 08326, 08327, 08328, 08329, 08330. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that 13 erroneous sodium results were generated by the synchron lx20 pro clinical system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The samples were retested and the results obtained were within clinical expectations. It is not known if there were any changes to the patients' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.